Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use.these professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Chest pain is a known potential complication of patients with cardiac disease. The patient manual instructs patients to contact their doctor for conditions that include pain, including chest pain. With review of the available information, there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome include the patient's pre-existing cardiac history, progression of disease, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received from the clinical study database that this patient had atypical chest pain. The patient presented to the hospital on (B)(6) 2016 with worsening bilateral shoulder pain. Upon admission, the patient stated that for a week he had been experiencing exertional bilateral shoulder pain radiating down the arms, shortness of breath, lower extremity weakness, decreased exercise tolerance (not able to walk more than twenty feet before symptoms start), and weight gain of more than seven pounds. He was placed on isordil by his primary cardiologist prior to admission, who told the patient that if his condition worsened to go to the hospital. The patient was treated with intravenous (IV) morphine and lasix. He was transitioned from IV diuretics to oral torsemide 60 mg twice a day. Isordil was continued. The event was considered resolved on (B)(6) 2016. The primary investigator believed the event to be related to the patient's condition and unrelated to the lvad device and procedure. No further information was provided.